Manufacturer narrative:
The zealand pharma ae assessor spoke with the patient for further investigation of the report of hypoglycemia and hyperglycemia. Patient stated that she had hyperglycemia and hypoglycemia pre-vgo. The patient is a type 1 diabetic who "just forgot to take insulin pre-vgo" which caused her hyperglycemia (bg values unknown). In regards to the hypoglycemia, the patient. Stated she was on tuojeo (8 or 18 units daily - patient could not recall the exact dose) and patient had hypoglycemia when patient took the tuojeo by injection. The patient reported frequent hypoglycemia on the vgo 20 (patient "feels low"). The patient does not currently bolus on the vgo 20. Patient stated she eats "minimal food" due to a loss in income and usually has "low sugar". The patient does not check her bg with a bg meter as patient does not have one, it "fell in the toilet a long time ago." Patient stated, "I am lazy, I have insurance but I haven't gone to the endo doctor as the doctor I saw before is out of network. My regular doctor tells me to go to the endo, but I don't." The patient reports she does monitor the insulin in the vgo viewing window and patient does notice the insulin decreases as expected; patient stated she consistently has "well over 1/2" of the insulin remaining in the vgo device as patient does not bolus. The patient stated she knows she needs to go to the endocrinologist for bg mgmt. But patient "figured the nice v-go people would just help her get a monitor and adjust the insulin." The ae assessor explained that neither vgo employees nor the ae assessor could provide any medical advice or provide her a bg meter. The ae assessor instructed the patient to contact her hcp today for bg mgmt., to address the frequent hypoglycemia (patient assumes her symptoms of "feeling low" are hypoglycemia as patient does not test her bg) and to discuss obtaining bg monitoring equipment with her hcp. If the patient had hypoglycemia pre-vgo when she took her tuojeo (either 8 or 18 units daily) it would be logical that ther patient would continue to experience hypoglycemia on the vgo 20 as the vgo 20 provides more basal dosing than patient states she took pre-vgo. The patient states she has consistently experienced hypoglycemia on the vgo 20 with the lowest bg values being 20 and 28. The patient states she required medical assistance twice for the bg values of 20 and 28. Patient was "unable to move" her body, had slurred speech, urinated on herself and was confused. The patient was taken to the hospital by family, given IV glucose in the emergency room, discharged to home and instructed to follow-up with her endocrinologist. The patient did not follow-up with her endocrinologist for either ER visit for the bg values of 20 and 28. The patient states that when her bg was 20 and 28 patient did not monitor her bg and patient "may have had her husband give her "a click or two because of eating something sweet." The patient stopped delivering any bolus dosing after her last ER visit in (B)(6) 2019. If the patient was experiencing hypoglycemia with the vgo 20 basal dosing, it is likely the additional bolus clicks contributed to the existing hypoglycemia. It should be noted that the patient behavior (change is dietary intake, not seeing her hcp as recommended for bg mgmt. And not testing her bg) is a contributory factor to the hypoglycemia.

Event description:
The patient stated that she was hospitalized from hypoglycemia on (B)(6) 2019 while on v-go. The patient mentioned that she started v-go 20 about 4-5 years ago. The patient stated that she was experiencing hyperglycemia while on the v-go which caused loss of teeth, hair and bone structure about 1.5 years ago as well as heart problems, high blood pressure and issues with cholesterol. The patient stated that she has a hard time eating from the loss of her teeth and has been experiencing hypoglycemia with blood sugar readings in the 20's and 30's.